Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients race/ethnicity was not provided when asked. This information was not provided when asked. Not applicable with the exception of lot number as the device is manufactured by prescription. Not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had an allergic reaction to the device. The patient has an allergy to nickel.

Manufacturer narrative:
The device was returned, the investigation has been completed with the information provided and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 4.0-11496 (erkoloc-pro) was manufactured from october 7, 2020 and was assigned an expiration of october 2023. Supplier (dream systems) did not explicitly review the hardware material lots as requested; however, dream systems did confirm oasys hinges contain nickel. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper and lower splint was returned in the original case. The results were summarized and the pictures were attached. Roughness: the flange was smooth; internal/external surfaces were smooth. Crack: no major crack was found. Delamination: layers were intact and did not separate. Discoloration: the device was blue in color and no discoloration could be observed. General cleanliness: the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012523 rev 2.0 (oasys hinge appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, ammonia, peroxide, bleach or water". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Additionally, customer reported the patient is allergic to nickel. Per supplier dreamsystems some individuals have a metal allergy and the oasys hinge becomes an irritation which contains stainless steel metals. Supplier erkodent reviewed the incident details and stated the reported complaint was probably a reaction with the integrated metals. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Glidewell research team and namsa conducted a cytotoxicity test on the stainless steel arms and screws that make up the oasys hinge (rpt-012503 cytotoxicity report: oasys hinge components). The test article extracts showed no evidence of causing cell lysis or toxicity. The test article extracts met the requirements of the test since the grade was less than a grade 2 (mild reactivity).